Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a xen® gts event described as patient had xen gel stent implanted into the unknown eye and was going fine for months. After some period of time, the entire implant moved from it's original implanted position into the anterior chamber of the eye. Implant was later removed by the physician during cataract surgery. Event resolved.